Manufacturer narrative:
The bur subject to this complaint was not returned for eval. The design history record was reviewed. It was not possible to determine the root cause for the alleged breakage.

Event description:
It was reported that the bur broke off during a hip revision. There was no adverse consequences reported.